Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to clinic due to chest pain. Loss of rv capture at maximum outputs was noted. The device was reprogrammed to aair. No adverse patient effects were reported.